Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When attempting a transseptal puncture, the stylus of the needle punctured the side of the sheath during the case. The needle and sheath was replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The brk needle was also returned. The sheath and dilator had been perforated proximal to the distal tip; the stylet had perforated the dilator and sheath at the distal tip. The returned needle/stylet assembly was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture / perforation could not be conclusively determined.